Manufacturer narrative:
The technician removed the head drive assembly and cleaned then lubricated to head drive assembly to resolve the issue.

Event description:
The technician alleged the cardio pulmonary resuscitation is not functioning. No patient impact.